Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far p-wave oversensing on the right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing therapy. No changes or intervention was reported. The patient condition was not known.

Event description:
Additional information received notes that a patient presented for routine generator change. Device interrogation revealed noise on the right ventricular (rv) lead. The rv lead was fractured. On 20 jun 2023, the physician elected to cap and replace the rv lead. The patient was discharged following the procedure.